Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the user interface was malfunctioning, preventing the device from turning on and causing the device to unexpectedly turn on. The customer biomedical engineer (bme) informed the remote service engineer (rse) that in the bme shop the device sill turned on by itself when connected to alternating current (ac) power. The customer bme also stated that with an amber led illuminated in the power switch and the battery led steady, the unit would not turn on when the power switch was pressed. The rse advised the customer to let the unit sit without the backup battery installed and only ac power connected to see if the device turned on by itself. If it did not turn on by itself without the battery installed, then it was advised to replace the backup battery. If it did turn on by itself without the battery installed, it was advised to replace the user interface (ui) printed circuit board assembly (pcba) or the power management (pm) pcba. The customer called the rse back the next day and informed the rse that they had left the device without a backup battery and plugged into ac power overnight. When they arrived at the site in the morning the device was found to have turned itself on. The rse again advised replacement of the ui pcba. The rse informed the customer that the device currently had a 1st generation ui pcba installed, so they were informed that they would need to upgrade it to the 2nd generation. The rse informed the customer that the easiest way to upgrade to the 2nd generation ui pcba was to replacement the entire ui assembly w/out navigation ring (nav-ring). The rse provided the part information to order a replacement ui assembly w/out nav-ring. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
The customer called a remote service engineer (rse) on 19may2025 and confirmed that the user interface (ui) printed circuit board assembly (pcba) w/out navigation ring (nav-ring) had been replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.